Event description:
Baxter reported that three colleague infusion pumps shut off during pt use. The pumps were being used on a pt in a critical condition, who was being transferred to another hospital. The pt had been diagnosed with "transposition of the large duct". During the transfer, the pumps issued an alarm and turned off. A physician "at that shift" was notified; however, no information was provided regarding any intervention required. The pt was reported to arrive to the hospital "with a cardiac rate of 40" and expired after the arrival. The facility's supervisor indicated, "the pt didn't die because of the machine". Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, medical history, cause of the pt's death, autopsy results, medical intervention, medication involved, type of the failure, or set up of the pumps.